Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (wont power up) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor resets on boot up.